Event description:
Bilateral hydronephrosis for >2 mos. After treatment. Evidence of partial ureteral obstruction.

Manufacturer narrative:
The physician plans to perform open ureteral reimplant. Because the physician plans further treatment, we will continue to follow up to see if further information can be obtained and determine the outcome of this event.